Event description:
Info received indicates reverse trendelenburg is not functioning.

Manufacturer narrative:
The technician isolated the issue to the button on the control panel assembly. He replaced the control panel assembly to repair the bed.